Event description:
The patient's wife reported the patient died due to septicemia. The wife reported the ICD 'worked perfectly' but referred to the 'bad lead'. Both the ICD and lead were explanted and returned. The wife said she was returning the 'device and bad lead' and stated 'did not cause the patient problems'. There is no allegation that the death was device related. Further investigation revealed the device and lead both worked well, and "the lead worked beautifully even after reprogramming according to the advisory recommendations."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested, but has not been received. Evaluation summary: no anomalies were found. No anomalies found; proximal segment returned and analyzed. Other: the patient's wife reported the patient died due to septicemia. The wife reported the ICD 'worked perfectly' but referred to the 'bad lead'. Both the ICD and lead were explanted and returned. The wife said she was returning the 'device and bad lead' and stated 'did not cause the patient problems'. There is no allegation that the death was device related. Further investigation revealed the device and lead both worked well, and "the lead worked beautifully even after reprogramming according to the advisory recommendations." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Performance.